Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was found that the system item count was off. A technical support specialist (tss) assisted the customer by performing a cycle count on the item. After correcting the quantity, the drawer opened successfully. The system functioned as intended after the technical support specialist assisted the user to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medflex 2000 system item count was off. The customer attempted to issue the IV dressing change kit, but an error appeared stating that the issue amount exceeded the quantity available in the formulary the customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.